Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system was found to be operating as intended. The representative tested the accuracy with two different navigation systems.

Event description:
Medtronic received information regarding a imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy with the system. The site used two different navigation systems with the imaging system, but there was still an inaccuracy observed. Surgeon continued after accounting for inaccuracy. Issue occurred intra/peri-operatively with 20 minute delay to surgical time.